Event description:
My son (B)(6) took a curative sars-cov-2 rt-qpcr test on (B)(6) 2021. The result came back as positive on (B)(6) (ref: test result patient mrn (B)(4)). He subsequently took the quest diagnostics rt-qpcr at (B)(6) on (B)(6) 2021 (result came back negative on (B)(6) 2021) and a rapid lumiradx ag test at (B)(6) on (B)(6) 2021 (result was obtained in 25 minutes showing negative). We suspect this was a false positive. FDA safety report ID# (B)(4).